Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a temperature alarm when waking up. Customer tried clearing it and resuming insulin; however, temperature alarm recurred. The customer's blood glucose levels were not impacted. Customer indicated that syringes would be used as back up therapy.